Manufacturer narrative:
During service at the manufacturer, the technician was able to duplicate the reported disassembly symptom, attributable to the no loctite on attachment lock observed during the device inspection. During service at the manufacturer, the engineer noted that the device had an external substance, attributable to an internal orange substance.

Event description:
It was reported that after a procedure at the user facility, the device was found to be disassembled. No clinically significant delay, no patient impact, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that after a procedure at the user facility, the device was found to be disassembled. No clinically significant delay, no patient impact, no medical intervention and no adverse consequences were reported with this event.